Event description:
It was reported that the customer was not hearing any alarm sounds from the piic [philips intellivue informaton center]. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.